Event description:
The pt's mother reported that at 10:32 pm on (B)(6) 2012 her daughter's blood glucose measured 312 mg/dl and she took a 0.95 unit insulin bolus. At 11:48 pm, she activated a new pod. Her bg measured 86 mg/dl at 2:56 a on (B)(6), but rose to 363 mg/dl by 11:14am. She ate about 55 grams of carbohydrate at that time and took a 9.25 unit bolus. Her bg remained elevated, ranging from 269 mg/dl to "high" (>500 mg/dl) over the next two days, despite six add'l insulin boluses totalling 24.9 units. The morning of (B)(6), the pt's bg was reading "high" and she was testing positive for ketones, so her mother took her to the emergency room. The device was removed and a manual insulin injection given. The mother stated that the cannula appeared to be kinked and that her daughter said she thought she could smell insulin.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction, mfg defect or other product condition that would have restricted or interrupted insulin delivery and contributed to the reported hyperglycemia was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketone". This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones" reading and feel symptoms such as fatigue, thirst excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."